Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 4000 pump. The complaint of alarm biomed error was not confirmed when duplicating event. The event log revealed primary audible alarm bgnd test, so for preventive measures were taken to replace speaker. The device passed all functional testing. Unable to determine cause of event.

Event description:
Information received a smiths medical medfusion 4000 pump reporting syringe pump read biomed error. No infusion was running at the time, as report states epi was clamped in line on pump. No patient adverse events reported.